Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc blood glucose meter had "too high values" in comparison to an hcp meter. Customer did not remember the exact readings except for a reading of 73 mg/dl "before he felt bad" (time not reported). Customer reported that on (B)(6) 2015 at 18:30 he experienced symptoms of "could not see correctly, sweated very much [cold sweat], trembled, could not talk, difficulty concentrating, could not walk." Family members gave the customer "oral glucose", and transported him to a hospital. At the hospital, the customer was diagnosed with hypoglycemia and treated with unspecified oral glucose. A reading of 30 mg/dl was reported from an unspecified device (time not reported). No additional treatment was reported. There was no report of death or permanent injury associated with this case.

Manufacturer narrative:
The reported product's were returned and investigated. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.